Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the infusion tip broke off when performing a pars plana vitrectomy and epiretinal membrane peel. The procedure was completed without harm to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
A device history record review of the reported lot shows that the product was built to specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).